Manufacturer narrative:
Standard disclaimer on file.

Event description:
A type I diabetic reports obtaining a blood glucose reading of 103 mg/dl at 8:00 am and 121 mg/dl at 9:00 pm on suspect device. Because she was feeling ill, she tested approx 10 mins later on a friend's device and obtaining a blood glucose reading of 400 mg/dl. At the ER at 11:00 pm, the lab obtained a blood glucose of 409 mg/dl. Pt was using expired strips (09-30-1996).